Manufacturer narrative:
(B)(4). Batch#: t5ex72. Investigation summary: the analysis results showed that one ecr60d reload was returned unfired with five double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the reload pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic radical rectectomy surgery, opened the packaging and noted that some staple drivers fell off. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.